Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Review of the event history logs confirmed a ¿no disposable¿ alarm occurred during pump operation. Functional testing was performed but the reported issue could not be replicated. The exact root cause could not be determined; however, a possible defective downstream, upstream sensor or cassette product. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm for ¿no cassette¿. It is unknown if there were any adverse patient effects.